Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 79" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll (B)(4); the malfunction was duplicated and attributed to an unseated flex cable. The cable was reseated to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.